Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concern with the product.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concern with the product, pain, swelling and fluid in breast. Device was implanted post expiration date (use error). Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs two devices with brown particles on the surface of the device have yellow colored biological tissue on the back of the device no devices identified.

Event description:
Device has been explanted.